Event description:
It was reported that customer was hospitalized for high blood glucose levels. It was reported that the meter that transfers blood glucose to the pump was broken. It was reported that the cause of the hospitalization as per health care professional was diabetic ketoacidosis. No significant events leading to the alarm were observed. It was reported that customer was wearing the pump at the time of hospitalization. Blood glucose at time of hospitalization was 965 mg/dl. Customer's most recent blood glucose was 103 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore this report complete to the best of our knowledge.